Event description:
It was reported that during a roux-en-y procedure, the trocar would not hold pneumo. They switched them out but still had the same issue. They were able to complete the procedure without any impact to the patient.

Manufacturer narrative:
(B) (4) (B) (4). Information anticipated, but unavailable at this time.